Manufacturer narrative:
Asp investigation summary: the investigation included a review concomitant product evaluation and system risk analysis (sra). The DHR review, lot trending and retains testing could not be performed since the lot number was not available. The sra indicates the risk associated with a quality problem with no impact on safety is "low." The product was not returned; therefore, no visual analysis was performed. The concomitant sterrad® nx was tested by a field service engineer. Corrective maintenance was performed and the unit was brought back to specifications. It is inconclusive whether the maintenance performed was related to the complaint issue. There is insufficient information to determine an assignable cause. Should additional information be received, the complaint file will be re-opened and re-evaluated. The issue will continue to be tracked and trended.

Manufacturer narrative:
The correct brand name is sterrad® chemical indicator strip. The correct catalog number is 14100.

Event description:
A customer reported a sterrad® chemical indicator strip did not change color correctly after a completed sterrad® nx cycle. The affected load was reprocessed. There was no report of infection, injury or harm to patient(s) associated with this issue. Although there is no report of patient injury or harm and no prior incidents have resulted in serious injury, advanced sterilization products (asp) has determined in this situation sterility cannot be assured. Therefore, as a matter of policy asp had decided to report all incidents of sterrad® chemical indicator strips not changing color correctly.